Event description:
It was reported to ventec that the device was not ventilating. The reporter stated that there was patient use associated with the event and stated that there was no harm to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not ventilating was confirmed. Ventec opened the device in order to perform a visual inspection and observed evidence of contamination (smoke/nicotine) on/in the blower, as well as an unknown contaminant on the control board. Additionally, ventec observed multiple electrically damaged components on the control board. Ventec replaced the blower and control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower and control board.